Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a replace battery now. The customer¿s blood glucose level was unknown. The customer stated that the pump had recurring replace battery now alarm. The customer was advised that continue to wear pump until replacement arrives if he or she installs a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump was received with no low battery alert, power loss alarm, replace battery alert or replace battery now alarm during testing. The insulin pump passed the displacement test, self test, sleep current measurement and active current measurement.